Event description:
It was reported that the patient presented remotely with a merlin on demand transmission that showed their implantable cardioverter defibrillator (ICD) was in backup mode. The cause of the backup mode could not be determined and it was noted that the device had recently received an elective replacement indicator notification. Therefore, the physician elected to explant and replace the device successfully. The patient was in stable condition.